Manufacturer narrative:
Patient weight: unknown, information not provided. Ethnicity: unknown, information not provided. Date of event: unknown, not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as serial number was not provided. Unique device identifier (UDI #): unknown, as serial number was not provided. If explanted, give date: not applicable, remains implanted in the eye. The device was not returned for evaluation as the lens remain implanted in the eye. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye due to extreme dysphotopsia. Additional information received revealed that it was a dfw150 intraocular lens that was implanted in the patients left eye. During the day one post operative examination on (B)(6) 2022, patient complained of noticing halos since surgery which was worse around lights. The patient was advised to continue using pred/gati qid. On the second post operative visit on (B)(6) 2022, patient stated that the distance vision was not as clear as should be and there was "barrier" in the vision in the left eye. She was having light sensitivity. The assessment of the surgeon was that the eye was healing well. On the third post operative visit on (B)(6) 2022, patient stated that she sees halos around lights at night and the bright lights are bothersome. Patient felt something in the eye which does not irritate, however, was not sure how to describe it. The patient felt like the distance vision can be improved. Patient was advised to continue pred/gati bid until drops are finished. On further follow up on (B)(6) 2023, patient was seeing halos and starbursts around lights at night and was sensitive to sunlight. Both eyes were extremely dry (the other eye still had natural cataract). Patient stated that she could sometimes feel the lens and feels pressure in the eye. The intraocular pressure was 22. She saw temporal crescent. The lens was then explanted and replaced with another lens of different model but of same cylindrical and spherical diopter. On the first post operative visit (day 1 after the explant), the patient denied any pain and irritation. On the second post operative visit on (B)(6) 2023 after explant, patient suggested that this lens better than the earlier lens. There was no pain and the distance vision better and glare improved. When looking at light, patient saw horizontal line coming from light rather than full haloing. The patient was advised to continue the medication prescribed earlier. The patient had a history of nuclear sclerosis visually significant. No other information was provided. Based on our reportable criteria, the event with the replacement lens (diu) was also reportable. Hence, this report is being submitted against the replacement lens. A separate has already being submitted for the original lens (3012236936-2023-00516).